Manufacturer narrative:
Pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that customer experienced keypad anomaly during bolus. It was reported that numbers began to scroll up. Customer changed batteries and received a button error alarm. Insulin pump will be replaced.